Event description:
I inserted my dexcom g6 as usual received a new bath; within a day I was getting it by and noticed some bleeding under the patch, removed the transmitter after 6 days, and I had a horrible rash with weeping welts. FDA safety report ID# (B)(4).